Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had hyperglycemia. The customer blood glucose level almost 500 mg/dl at the time of incident and the current blood glucose level was 326 mg/dl. The customer was treated with insulin pump. Customer declined for troubleshooting. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.